Event description:
Balloon on foley catheter would not inflate inside or outside of pt, same brand, type and size on different occasions. Dose or amount: 18fr 5cc cath. Dates of use: 2008. Diagnosis or reason for use: surgery.